Event description:
Customer states that "had twelve patients reporting the problem to the nurse. The complaint is as follows: there is leakage between the connector at the end of the set and the injection port to the pat. No patient injury occurred. Most of therapies were anti-infective tpn or hydration therapy. No chemo. Different injection ports have been used. Most use maxplus."

Manufacturer narrative:
Lot numbers included in this complaint: cf 1120906, cf 1120907, cf 1122241, cf 1117413, cf1124302, (B)(4). One (1) used admin set without knowing lot number in this complaint was returned to moog medical in (B)(4) for evaluation. The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve made by carefusion. The complaint was confirmed.